Event description:
It was reported that during a lap gastric bypass procedure, an error code was displayed, unsure what number. Hand activation device did not activate after error code. There was no reported patient consequence. Finished procedure with same like product.